Event description:
Balloon ruptured at 5 atm while stent being deployed, pt experienced no chg in bp, hr, EKG. Stent deployed with another balloon. Pt transferred to coronary care unit/routine protocol.